Manufacturer narrative:
The device has been received and is pending investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to over 250 mg/dl while wearing the pod. When removed from the infusion site the pod's cannula was found to be dislodged. As treatment, the patient applied a new pod.

Manufacturer narrative:
The received device had the cannula assembly deployed. No evidence was found that would result in the cannula dislodging from the infusion site; a root cause for the reported event could not be determined. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.